Event description:
In 2009, the pt was treated for an infrarenal aortic aneurysm with three gore excluder aaa endoprostheses. Three months later, computed tomography showed a proximal type I endoleak. Approx two months later, the pt underwent a reintervention where a gore excluder aaa endoprosthesis aortic extender component was placed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.